Manufacturer narrative:
E1 address: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head image was dark. The issue occurred during a therapeutic endoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue: ¿images are dark¿. The subject device was inspected, and the issue was confirmed. Additionally, there was a failure in the internal board (control board) of the main unit. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: precautions for disappeared or frozen endoscopic image. Important information: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Preparation and inspection: inspection of the camera head. Confirm that the camera head does not have the following damages: surface of the camera head¿s main body is free from cracks, burrs, or other damages; camera cable is free from sagging, swelling, scratches, or holes; electrical contacts of the video connector are free from bends or rust. Based on the investigation results, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. The event can be prevented by following the instruction for use which state: confirm that the camera head does not have the following damages: surface of the camera head¿s main body is free from cracks, burrs, or other damages; camera cable is free from sagging, swelling, scratches, or holes; electrical contacts of the video connector are free from bends or rust. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image was dark. The issue occurred during a therapeutic endoscopic procedure. There were no reports of patient harm.